Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk) with decrease visual acuity in both (ou) eyes post treatment. It was stated the patient was asymptomatic. Topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -8.75 x -1.00 x 75, left eye pre-op 20/20 -9.25 x -.50 x 130.

Manufacturer narrative:
Additional: b5: at a 5 week post op exam, the patient is seeing 20/30/25 with a small myopic refraction correcting to 20/20/20, and his dlk has completely resolved. Correction: h4: in initial report, the device manufacture date was inadvertently reported as 10/24/2019, however the correct date is 08/16/2019. This follow up has the correct date indicated in section h4. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.